Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 between 8:30 and 8:41 am, while wearing the lifevest. The patient was reportedly at dialysis prior to passing. It was reported that the patient passed away due to heart and kidney related issues. Per clinical review of the available ECG data, the device detected two arrhythmias from 07:51:22 to 07:52:06, while the patient was in sinus rhythm at 90 bpm degrading to vt at 200 bpm with varying amplitudes and motion artifact. The device then detected a non-treatable rhythm. The patient was then seen in vt at 230 bpm with motion artifact, varying amplitudes, and nsvt. The device detected another arrhythmia at 07:56:16, while the patient was in vf. The patient received an appropriate treatment at 07:56:51, while the patient was in vf. The patient's post shock rhythm was an idioventricular rhythm at 40 bpm with pvc's. The device detected asystole six times between 08:41:48 tp 09:01:40 while the patient was in an idioventricular rhythm at 20 bpm degrading to asystole with intermittent cardiac activity until the electrode belt was disconnected at 09:06:48 on (B)(6) 2020. The device properly detected vt from 07:51:22 to 07:52:06. However, varying amplitudes and motion artifact prevented the lifevest from treating the patient. The patient's equipment was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's death.